Event description:
A user facility reported that a pediatric oncology outpatient receiving treatment via peripherally inserted central catheters (PICC) and a central venous catheter (cvc) experienced adverse events during use of 3m¿ tegaderm¿ i.v. Transparent film dressing with border. The PICC was placed in the patient¿s arm in (B)(6) 2024. Following application of the 3m¿ tegaderm¿ i.v. Transparent film dressing with border in (B)(6) 2025, the patient developed localized skin reactions at the catheter insertion site including hyperemia, vesicle formation, and blistering. Topical treatments, including dexamethasone, were initiated but failed to resolve the symptoms. On (B)(6) 2025, the patient developed bacteremia, including tremors, fever, and elevated blood pressure. Blood cultures and PICC reflux cultures tested positive for pseudomonas mendocina. The patient was treated with cefepime 1,000 mg every 8 hours for seven days. Resolution of the infection was not provided. On (B)(6) 2025, during outpatient care, the patient presented again with a fever, purulent discharge, and hyperemia at the catheter site. New peripheral and reflux cultures from the PICC line were collected and again identified pseudomonas mendocina, consistent with the prior infection. While the catheter tip culture was negative, peripheral and reflux cultures were positive. The patient was treated with amikacin 20 mg/kg/day for seven days. On (B)(6) 2025, the PICC was removed, and a cvc was placed in the subclavian vein. The patient was hospitalized during this time. On (B)(6) 2025, the patient developed a recurrent localized skin reaction in the area beneath the cvc where the 3m¿ tegaderm¿ i.v. Transparent film dressing with border was applied. Clinical findings included vesicle formation, a large volume of odorless serous exudate impairing dressing adherence, and hyperemia. Topical treatment was initiated with cavilon¿ spray, gauze protection, and 3m¿ tegaderm¿ i.v. Transparent film dressing with border. The medical team extended antibiotic treatment with amikacin through (B)(6) 2025. On (B)(6) 2025, the patient was discharged with clinical improvement. The cvc remained in place. The patient returned to the outpatient clinic for scheduled lymphoma treatment on (B)(6) 2025 and (B)(6) 2025. On (B)(6) 2025, a new PICC line was placed in the emergency department. Weekly outpatient follow-up continued. Between (B)(6) 2025, the patient was re-hospitalized for febrile neutropenia. A urine culture collected during this admission confirmed the presence of enterobacter hormaechei (20,000 cfu), suggesting possible catheter-related contamination. During this period, the patient again developed vesicles and blistering at the catheter site utilizing 3m¿ tegaderm¿ i.v. Transparent film dressing with border. As of (B)(6) 2025, the patient had clinically recovered from both infection and localized skin lesions and remained under outpatient follow-up at the reporting facility.

Manufacturer narrative:
Section b3. Date of event: the date of onset of symptoms began in (B)(6) 2025; therefore, (B)(6) 2025 was selected. Manufacturing records for the reported lot were reviewed as part of the investigation. A deviation was identified during the manufacturing process; however, it was assessed to be unrelated to the reported event based on its nature and scope. No issues were found that would impact product performance or contribute to the adverse event described. The investigation is ongoing. A follow up report will be submitted upon completion.

Manufacturer narrative:
Correction: section b5 describe event or problem: between (B)(6) 2025 and (B)(6) 2025, the patient was re-hospitalized for febrile neutropenia. A urine culture collected during this admission confirmed the presence of enterobacter hormaechei (20,000 cfu), suggesting possible catheter-related contamination. The patient had vesicles and blistering at the catheter site utilizing 3m¿ tegaderm¿ i.v. Transparent film dressing with border when re-hospitalized on (B)(6) 2025. The device was not returned to solventum for analysis; therefore, it is not possible to determine the root cause. The raw materials used in both the adhesive and structural parts of the product that come into contact with the patient were investigated. All materials met all specifications for product release, and no deviations were found that could have caused or contributed to the reported malfunction. A solventum clinical specialist performed an on-site evaluation of this patient and observed, in addition to the inappropriate use of the device, substandard care practices, such as incorrect skin antisepsis, through questioning and a practical demonstration by the nurse in charge. The clinical specialist instructed how to properly apply the device and provided guidance on good skin preparation practices. Therefore, this event is being reported due to potential use error. Instructions for use review: directions for application of the 3m tegaderm¿ i.v. Transparent dressing and securement device: prepare the skin according to institutional protocol. Ensure the skin is clean, residue-free, and dry. Remove the window containing the adhesive strips. Remove the liner from the dressing to expose the adhesive surface. Position and center the transparent portion of the dressing over the insertion site and apply. Align the slit to allow for passage of tubes or extensions. Remove the frame and smooth down the entire surface to ensure proper sealing. The sterile strips may be applied in the following ways: over the catheter hub to stabilize it. To secure catheter tubing and lumens. Use the identification label to document the date of application and the name of the person applying the dressing. Precautions included in the product packaging: hemostasis must be achieved prior to dressing application. Do not stretch or pull the dressing during application to avoid skin trauma caused by tension. Before applying the dressing, ensure the skin is clean, free of soap or cream residues, and completely dry to prevent skin irritation and ensure proper adhesion. In the event of any skin reaction or alteration, discontinue use and monitor. If signs/symptoms persist, consult a healthcare professional. In cases where the patient is under the care of a healthcare professional, follow their provided guidance. The dressing should only be used on infected sites under the supervision of a healthcare professional. Tegaderm¿ IV transparent dressing and securement devices must not be reprocessed or re-sterilized. Antimicrobial ointments containing polyethylene glycol may compromise the performance of the tegaderm¿ film. Solventum will continue to monitor.

Event description:
Between (B)(6) 2025 and (B)(6) 2025, the patient was re-hospitalized for febrile neutropenia. A urine culture collected during this admission confirmed the presence of enterobacter hormaechei (20,000 cfu), suggesting possible catheter-related contamination. The patient had vesicles and blistering at the catheter site utilizing 3m¿ tegaderm¿ i.v. Transparent film dressing with border when re-hospitalized on (B)(6) 2025.